Manufacturer narrative:
D1 brand name: updated to minicap transfer set. D4 catalogue #: from asku to 5c4482. G5 PMA/510k #: from ni to k192705. H10: the device evaluation was completed. A visual inspection with the naked eye noted the tubing was separated from the dark blue female connector. The dark blue female connector was not returned with the tubing. There were markings on the inside of the tubing where the female connector had previously been attached. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing and the twist clamp of the transfer set had separated. This issue occurred during therapy for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.